Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5, h6, h11. The following sections were corrected: h6. No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified that there appears to be scratching consistent with articulation on the liner. There appears to be subsurface damage under the central ride, which may have been a result of the reported dislocation. However, this cannot be confirmed. There appears to be tool removal damage. There appears to be a a pit, likely caused by articulation with a third body. There appears to be crack propagation in the liner. On the medial side of the liner there appears to be tool damage. There appears to be significant damage on the anteromedial side of the liner, likely caused by sliding against the medial malleolus. This may have occurred as a result of the reported dislocation. However, this cannot be confirmed. On the lateral side of the liner there appears to be subsurface cracks in the anterolateral half of the liner. The anterior face otherwise appears unremarkable. The liner halves appear to have stress whitening throughout both of the medial and lateral sides (primarily medial), indicative of high, preferentially medial loading. There appears to be local deformation of the liner, likely resulting from the liner half being pinched between the tibia and talus. Per the provided index radiographs, there appears to be possible talar lucency on the underside of the talus, suggesting possible incomplete talar bone prep or incomplete talar seating. A non-exactech plate can be seen at the first metatarsal and the medial cuneiform. The 3-month follow up radiographs appear unremarkable. The 1.75 year follow up notes "beginning destruction", wherein it was stated that the surgeon observed what they considered to be a reduction in inlay height, suspecting a crack in the liner (upon retrospective viewing). However, the liner thickness cannot be evaluated as a 'true' lateral was not provided. Per the provided revision radiographs, the liner appears fractured in the pre-revision radiograph. Both are otherwise unremarkable. All other aspects of the devices appear unremarkable. Operative notes and/or medical records were not provided for review of usage/technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from a combination of high, preferential medial loading and patient related conditions, which lead to wear, crack initiation and propagation, and subsequent liner fracture. The reported dislocation and instability could not be confirmed from the provided information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Additional information received states the image shows a lateral reduction in the height of the inlay. In retrospect, it is assumed that there was already a crack in the inlay. At the time, it was initially interpreted it as partial delta band insufficiency.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: h6: type of investigation. The revision reported was likely a combination of high, preferential medial loading and patient related conditions, which lead to wear, crack initiation and propagation, and subsequent liner fracture. The reported dislocation and instability could not be confirmed from the provided information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 350-32-04 - tibial plate mb sz 4 rt. (B)(6) 350-02-04 - talar implant sz 4 rt.

Event description:
Approximately 1 year and 10 months post the initial right total ankle replacement, the patient was seen at the emergency department with acute pain in the right ankle joint. Radiological examination suggested a dislocation of the right ankle joint prosthetic inlay. Upon presentation at the hospital, there was swelling without redness of the right ankle joint and non-irritating soft tissue. A dorsal u-shaped lower leg cast was applied, and the surgical procedure was scheduled. The patient underwent a revision, where the inlay was found to be fractured. The tibial and talar components appear intact and firmly osteogenically integrated. The patient underwent surgical wound debridement and bone debridement tibially and talarly. Collection of microbiological samples was taken, and sonication of the inlay. A gentamicin sponge inlay was placed. The patient was taken to the recovery room in good general condition. The patient was discharged for outpatient treatment with a non-irritating wound condition and staples and absorbable sutures in place. Peripheral circulation, sensitivity, and motor function were intact. Clinically, there were no signs of thrombosis.